Manufacturer narrative:
The distributor reported their customer reported that they have a new battery pack that almost instantly depleted; used a different battery pack to download the log file data. Analysis of the log history file did not find any conclusive reasons for the rapid delpetions of the battery. The customer was instructed that the battery pack and the AED should be removed from service due to rapid battery depletion and returned to the manufacturer for further evaluation. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that their customer reported that they have a new battery pack that almost instantly depleted; they used a different battery pack to download data. The reported event did not occur during patient use.